Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy to remove essure') and post procedural pulmonary embolism ('pulmonary embolisms') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced post procedural pulmonary embolism (seriousness criteria hospitalization and medically significant). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and post procedural pulmonary embolism outcome was unknown. The reporter considered medical device removal and post procedural pulmonary embolism to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media:post procedural pulmonary embolism, medical device removal. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.